Event description:
Stomach pains [abdominal pain upper]. Low back pains [back pain]. Intestinal pains [gastrointestinal pain]. Severe dry mouth [dry mouth]. Nasal congestion [nasal congestion]. Ringing in the ears [tinnitus]. Difficulty breathing to the point he "had to use an inhaler" [dyspnoea]. Muscle spasms [muscle spasms]. Pains in other joints, in particular, hips and shoulders [arthralgia]. Case description: spontaneous report rec'd on (B)(6) 2009 from a male pt with a history of left knee pain since knee surgery for a torn meniscus and microfracture in (B)(6) 2009, no cartilage in the left knee and a blood clot in the left leg on an unspecified date, initials (B)(6), who experienced stomach pains, low back pain, intestinal pains, pains in other joints, severe dry mouth, nasal congestion, muscle spasms, ringing in the ears and difficulty breathing after receiving synvisc. The pt rec'd injections of synvisc into the left knee on (B)(6) 2009. The pt reported that sometime during the two weeks between the first and second synvisc injections, he experienced stomach pains, low back pain, intestinal pains and pains in his other joints, in particular, his hips and shoulders. During the night after he rec'd the second synvisc injection on (B)(6) 2009, he experienced severe dry mouth, nasal congestion, stomach pains, muscle spasms, ringing in the ears and difficulty breathing to the point he "had to use an inhaler." He went to an emergency room on (B)(6) 2009 because of these symptoms and was evaluated for medical problems. The results from the various tests were inconclusive. At the time of this report the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.